Manufacturer narrative:
The length of the screw was within the specification. The x-ray test showed that there was no damage or irregularities in the screw mechanism or on the inner coil (which drives the screw mechanism) that could be related to the reported issue. All mechanical and dimensional measurements were within specification and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during the implantation attempt of new system on (B)(6) 2024, after several attempts to place the atrial lead into the auricle and extension and retraction of the screw, the screw stopped coming out. There had been no abnormalities in the movement of the screw until then. The same model lead was implanted in the auricle and the procedure was completed.

Event description:
Reportedly, during the implantation attempt of new system on (B)(6) 2024, after several attempts to place the atrial lead into the auricle and extension and retraction of the screw, the screw stopped coming out. There had been no abnormalities in the movement of the screw until then. The same model lead was implanted in the auricle and the procedure was completed.